Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged "sores" are related to activ.a.c.¿ therapy. There is no indication or evidence from the information provided to suggest that v.a.c.® therapy caused or contributed to a serious injury. It is unknown if medical or surgical intervention was required. Per kci records, the patient continues to receive v.a.c.® therapy with no v.a.c.® therapy holds noted. Multiple unsuccessful attempts have been made to gather additional clinical information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On jun 05 2017, the following information was reported to kci by patient's wife: the patient's wife alleged experiencing technical issues with v.a.c.® therapy and subsequently alleged the patient developed sores while on v.a.c.® therapy. Upon follow up by kci global safety on the same day, the patient's wife declined needing assistance. No additional information was provided. Per review of kci records, the patient continues to receive v.a.c.® therapy with no v.a.c.® therapy holds were noted. This is a new device and passed manufacture quality control (qc) procedure checks and met specifications prior to placement with the patient. On (B)(6) 2017, the device was placed with the patient. On jun 27 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.